Event description:
The evercross balloon was inflated in an a/v fistula. The balloon ruptured. The physician attempted to remove the balloon. Part of the catheter separated from the shaft, but stayed on the wire. The physician was unsure if all of the balloon material and catheter were retrieved. The patient was sent to the or for further surgery to ensure no foreign body remained behind.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Event description:
The balloon chamber exhibited a circumferential tear 2.5cm from the proximal balloon bond. The inner shaft was fractured at the proximal marker band approximately 1cm from the proximal bond, and at least two other locations. That is, there were two separate inner sections. One piece was 8.5 cm in length the other was approximately 0.5cm. Total inner length received approximately 10cm. The balloon material exhibited a longitudinal tear from the proximal tip of the balloon to the noted circumferential tear. The short (0.5cm) piece of inner exhibited a witness mark from a marker band but it could not be determined if it was from the proximal or distal marker band. The distal portion of the balloon material and the distal inner/ balloon bond were not received for evaluation. The fracture faces of the inner shaft exhibited severe material deformation indicating ductile fracturing as well as a mechanical interference.